Manufacturer narrative:
A visual evaluation found that the basket wires were extended and the basket tip was disengaged. The basket tip was not returned. The basket wires were retracted into the coil assembly. The basket wires were examined and no wire deformation was noted. Furthermore, the examination found that the tip had been previously attached and the wire ends did not present any issues. The condition of the returned unit was consistent with the complaint that the tip detached. No other issues were noted with this device. A material review of the sub assembly basket component confirmed that the basket tip met manufacturing specifications. It was reported that the issue occurred during preparation and outside the patient. Hence, it is possible that the device was functioned during preparation causing the tip to detach prematurely. Therefore the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx retrieval basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, outside the patient, the nurse opened the handle and the silver end piece of the basket detached. Reportedly, the device was not damaged when removed from the packaging. The packaging was not damaged and the sterile barrier was not compromised. The procedure was completed with another trapezoid rx retrieval basket . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx retrieval basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, outside the patient, the nurse opened the handle and the silver end piece of the basket detached. Reportedly, the device was not damaged when removed from the packaging. The packaging was not damaged and the sterile barrier was not compromised. The procedure was completed with another trapezoid rx retrieval basket . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4) for the reported event of tip detachment.